Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Investigation summary: visual inspection: the received pfna nail is broken apart at the shaft near the slotted hole. Furthermore, there are several mechanical damages visible on the surface. Overall, the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter head, dimension drawing: 17 0/-0.05 mm, dimension measured: 16.995 mm, result: pass. Feature: outer diameter shaft (near breakage point), dimension drawing: ø 9 +0.1/-0.05, dimension measured: 9.030mm, result: pass. Feature: inner diameter (near breakage point), dimension drawing: ø 4.4 +0.2/-0.1, dimension measured: 4.51 mm, result: pass. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (tan/ti6al7nb) was used according iso 5832-11. Summary: the complaint condition is confirmed as the nail was found broken. Reviewing attached x-rays, the complaint description can also be confirmed. The complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of 12 pieces was manufactured in december 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 04.023.105s, lot: 2l54208, manufacturing site: (B)(4), release to warehouse date: 13 dec 2018, expiry date: 01 dec 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified lot 2l54208 was manufactured from blank 60010227 lot 2l34841. Manufacturing site: (B)(4), supplier: hempel special metals ag, release to warehouse: 06 nov 2018. The raw material certificate was reviewed and the used material was according to iso-5832-11 specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred of a proximal femoral nail (pfna) on an unknown date due to nail breakage. The nail was broken after just a few months in situ after primary surgery on (B)(6) 2019. There was no specific event like fall or accident of the patient post operatively. At the time of the implant failure the bone showed some callus formation. According to the surgeon, the callus formation appeared late, but it can not be seen as pseudarthrosis. Broken nail was revised to a short pfna nail. Procedure was completed successfully with no surgical delay. Concomitant device reported: pfna blade (part# 04.027.036; lot# 1l61531; quantity# 1); locking screw (part# 04.005.522; lot# l527547, 1l63934; quantity# 2). This is report 1 of 1 for (B)(4).